Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal of vaginal grafts on (B)(6) 2007 due to erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and (B)(6) 2006 and mesh was implanted. The date the mesh was implanted was not clarified. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03719. The same patient is represented in each medwatch.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03719. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat cystocele grade 3. It was reported that the patient had a concurrent procedure of a diagnostic cystoscopy performed during mesh implantation. It was reported that patient underwent a mesh removal and revision on (B)(6) 2006.